Event description:
Information received indicates that a patient was implanted with an elevate anterior graft, the date of implant was not provided. The patient's implanting physician reported to the hospital that the patient is now having "some problems." There has been no response to ams requests for additional information.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.